Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing on the patient's lead revealed multiple invalid impedances. The impedance values decrease with every test. The patient is receiving stimulation along her pain pattern; however, due to the impedance issues, surgical intervention will take place as the next course of action.